Event description:
It was reported that the flex arm would not tighten properly. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for this lot were reviewed. No documentation was found that would indicate a nonconformance to specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.